Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic for a routine check. It was noted that the left ventricular lead had high lead impedance. The physician thought the cause may be improper seating inside the implantable cardioverter defibrillator's header. The physician opened the pocket and confirmed the lead was properly connected to the header. The physician elected to continue monitoring the patient. The patient was stable throughout the procedure, and did not suffer any symptoms as a result .